Event description:
Reporter has only received the er1 message one time and was not sure if it was due to technique or not. Reporter retested and got a blood glucose reading of 140 mg/dl. Co reviewed all possible causes of the er1 message and technique and handling of product. Reporter knows how to do control test.